Event description:
It was reported that patient presented in clinic for routine follow-up. It was found that patient experienced muscle stimulation. It was further noted that patient's right ventricular lead had insulation damage. No intervention was performed. The patient was stable.